Manufacturer narrative:
Device investigation shows micro-leaks at the housing braze joint. This leads to the conclusion that the device electronics failed over time after humidity ingress through these micro-leaks. The problems described in the patient report seem to match this finding. This is a final report.

Event description:
The patient complained about intermittent hearing with the cochlear implant. After a check, the patient noticed sudden noise followed by the absence of hearing sensation.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient complained about intermittent hearing with the cochlear implant. An integrity check is scheduled for (B)(6) 2015.